Event description:
The customer reported that the screen went blank unexpectedly without any led activity. Despite this malfunction, there was no adverse impact on the customer's blood glucose level. The customer needed to plug the pump into a power source to restart it and planned to continue using the current pump as backup therapy. Tandem technical support arranged for a replacement pump to be sent and instructed the customer on how to put the pump into storage mode before returning it. The customer understood and acknowledged the instructions for returning the pump via a pre-paid label within 10 days.